Manufacturer narrative:
(B)(4).

Event description:
The consumer's family member reported that a power on reset (por) screen was seen when they were trying to turn the implantable neurostimulator on. There were no patient symptoms reported. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.